Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements were out of range when it comes to this device and right ventricular (rv) lead. No action was taken, the system remains implanted. No adverse patient effects were reported.